Event description:
(B)(4) clinical study. It was reported that patient had stable angina. In (B)(6) 2013, the patient presented with unstable angina. The 90% new type c, eccentric with 30 mm long and 3.5 mm vessel diameter target lesion was located in the non-calcified and non-tortuous, diffused proximal right coronary artery. The lesion was noted to have a significant bend >45 and <90 degrees. Target lesion was pre-dilated with an unspecified balloon catheter and a placement of a 3.50x32mm promus element¿ plus drug-eluting stent. The stent was implanted in the bifurcated lesion with timi iii in proximal right coronary artery. Following post dilatation, residual stenosis was 0%. On the next day, the patient was discharged. In (B)(6) 2013, patient had stable angina. Patient underwent percutaneous coronary intervention in the distal right coronary artery to treat the stable angina. Six days later, the event was considered resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).